Event description:
Device history records were reviewed for the generator. The device passed all functional specifications and quality tests prior to distribution. Programming history was reviewed for the device. Data was available from interrogations on (B)(6) 2023. High impedance was noted to be observed as initially reported. It was found that during the time in which high impedance was observed, there was no re-interrogation of the device, nor was there a system diagnostics performed after the initial high impedance occurrence. It was found that only upon switching programming system that an updated system diagnostics was performed.

Manufacturer narrative:
Follow-up report #01 inadvertently omitted known information prior to submissions.

Event description:
Device history records were reviewed for the generator. The device passed all functional specifications and quality tests prior to distribution. Programming history was reviewed for the device. Data was available from interrogations from 06/07/2022 until 09/20/2023. High impedance was noted to be observed as initially reported. It was found that during the time in which high impedance was observed, there was no re-interrogation of the device, nor was there a system diagnostics performed after the initial high impedance occurrence. It was found that only upon switching programming system that an updated system diagnostics was performed.

Event description:
It was reported that during a replacement surgery, high impedance was seen with the new generator. A test resistor was used but high impedance was still seen. It was noted by the surgeon that the set screw didnt seem to lock down onto the lead pin like it usually does. Back-up generator was used and diagnostics were within normal limits device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.